Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jan2020.

Event description:
It was reported that the ventilators touchscreen would not calibrate. There was no patient involvement. The customer troubleshot with technical support. The customer replaced the touchscreen to address the reported issue and the unit passed testing. The customer reported that the defective touchscreen was scrapped.